Manufacturer narrative:
Continuation of d10: product ID 3037, serial# unknown, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient regarding an external device. The patient reported stimulation in bike seat area is really bothering them and hurting due to stim possibly being too high and was not able to decrease stimulation. Patient further clarified they can't decrease their stimulation because the programmer is unresponsive. Patient stated they are using brand new batteries in programmer. Patient confirmed programmer has not been dropped, damaged or wet. Patient stated programmer worked yesterday to connect with patient's ins to make therapy changes. Patient was using antenna cord on call. Patient reported programmer was not responding when they were trying to connect with ins to decrease stimulation with and without use of antenna and also reported getting poor communication screen. Patient replaced programmer batteries on call with standard, alkaline batteries. Patient reported continued getting poor communication screen and reported programmer not responding. Patient provided event date that they have been dealing with this since "maybe a week ago". The issue was not resolved through troubleshooting. An email was sent to the repair department. The patient mentioned previously that they have "just been peeing" and the therapy is not helping. Patient stated they "walked me through" using the programmer and stated the programmer worked at that time. Patient stated they increased therapy to "7 or 6" because therapy wasn't working and reported they think they have stim up too high so patient tried to decrease stim and now their programmer won't do anything. The patient called back reporting they continue to have therapy concerns. It does not feel like it is working and patient is peeing constantly and cannot control it. Patient thinks something is malfunctioning. When patient increases amplitude they feel stimulation in the butt and not the bicycle seat. Patient had problems with kidney stones a couple years ago and went septic. Patient also has a history of diarrhea that they cannot control and do not know what the cause is. Patient has tried all programs. Recommended keeping amplitude at a comfortable level and following up with managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the stimulation near the stimulator, they could not determine the reason to why the patient felt the stimulation near the ins versus the pelvic area. They went back into surgery and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported not being able to make it to the bathroom in time and pees their pants. They also feel stimulation near the stimulation, rather than in the pelvic area like they did before. The patient changed from 0.4 on program 1 to 0.4 on program 2. The patient will monitor symptoms and adjust again if needed. No further complications were reported.